Event description:
The device was used during a thoraco-bullectomy procedure. Reportedly, the instrument did not fire and the counter dropped to zero. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.